Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure devices /migration of essure device location of device: uterus") in an adult female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2017. Previously administered products included for an unreported indication: calcium in 2010, zinc in 2010, vitamin d in 2010 and mirena. Concurrent conditions included graves' disease, gestational diabetes, post-traumatic stress disorder and thyroid disorder since 2006. Concomitant products included estradiol (estrogen) since (B)(6) 2017, ibuprofen since 2010 and levothyroxine sodium (levothyroxin) since 2006. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstruation /dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("hip pain") and the first episode of endometriosis ("endometriosis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), burning sensation ("burning sensation"), premature menopause ("early menopause"), fibromyalgia ("fibromyalgia"), anxiety ("anxious"), depression ("depressed"), the second episode of endometriosis ("endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion, hot flush, burning sensation, premature menopause, fibromyalgia, anxiety, depression, mood swings, migraine, headache, the last episode of endometriosis, nausea, vaginal discharge and fatigue outcome was unknown, the dysmenorrhoea, pelvic pain, dyspareunia, alopecia, back pain, arthralgia and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: she sought treatment on multiple occasions for all the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure devices /migration of essure device location of device: uterus") in an adult female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2017. Previously administered products included for an unreported indication: calcium in 2010, zinc in 2010, vitamin d in 2010 and mirena. Concurrent conditions included graves' disease, gestational diabetes, post-traumatic stress disorder and thyroid disorder since 2006. Concomitant products included estradiol (estrogen) since (B)(6) 2017, ibuprofen since 2010 and levothyroxine sodium (levothyroxin) since 2006. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstruation /dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("hip pain") and the first episode of endometriosis ("endometriosis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), burning sensation ("burning sensation"), premature menopause ("early menopause"), fibromyalgia ("fibromyalgia"), anxiety ("anxious"), depression ("depressed"), the second episode of endometriosis ("endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion, hot flush, burning sensation, premature menopause, fibromyalgia, anxiety, depression, mood swings, migraine, headache, the last episode of endometriosis, nausea, vaginal discharge and fatigue outcome was unknown, the dysmenorrhoea, pelvic pain, dyspareunia, alopecia, back pain, arthralgia and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: she sought treatment on multiple occasions for all the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs & mr received. Lot number was added. Reporter's information was added. Patient's demographics were added. Added events mood swings, abnormal bleeding (vaginal, menorrhagia) , apareunia, migraines / headaches , endometriosis, fibromyalgia , nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge , fatigue , hair loss. Pt updated for ¿device dislocation¿ to ¿partial expulsion¿. Updated outcome of events. Updated onset date of events. Historical drug, historical condition, concomitant drug, concomitant condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure devices /migration of essure device location of device: uterus'), device breakage ('left a piece of my iud in me'), embedded device ('left a piece of my iud in me and its now stuck in my uteurs') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2017. Previously administered products included for an unreported indication: calcium in 2010, zinc in 2010, vitamin d in 2010 and mirena. Concurrent conditions included thyroid disorder since 2006, graves' disease, gestational diabetes and post-traumatic stress disorder. Concomitant products included estradiol (estrogen) since (B)(6) 2017, ibuprofen since 2010 and levothyroxine sodium (levothyroxin) since 2006. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("lower back pain"), dysmenorrhoea ("painful menstruation /dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain") and the first episode of endometriosis ("endometriosis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), post procedural discomfort ("post procedural discomfort"), hot flush ("hot flashes"), burning sensation ("burning sensation"), premature menopause ("early menopause"), fibromyalgia ("fibromyalgia"), anxiety ("anxious"), depression ("depressed"), the second episode of endometriosis ("endometriosis"), night sweats ("night sweats") and menopausal symptoms ("premenopausal symptoms") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion, device breakage, embedded device, genital haemorrhage, vaginal discharge, post procedural discomfort, hot flush, burning sensation, premature menopause, fibromyalgia, anxiety, depression, mood swings, migraine, headache, the last episode of endometriosis, nausea, fatigue, night sweats, menopausal symptoms and smear cervix abnormal outcome was unknown, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, alopecia and arthralgia was resolving and the vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, post procedural discomfort, premature menopause, smear cervix abnormal, vaginal discharge, vaginal haemorrhage, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: she sought treatment on multiple occasions for all the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: device breakage, embedded device, night sweats, menopausal symptoms and smear cervix abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: social media received. Events added - left a piece of my iud in me and its now stuck in my uterus, night sweats, premenopausal symptoms and abnormal pap. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure devices /migration of essure device location of device: uterus'), device breakage ('left a piece of my iud in me'), embedded device ('left a piece of my iud in me and its now stuck in my uteurs/ essure coils penetrating the uterine wall pe') and uterine perforation ('essure coils penetrating the uterine wall pe') in an adult female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in january 2017, gestational diabetes and twin pregnancy. Previously administered products included for an unreported indication: calcium in 2010, zinc in 2010, vitamin d in 2010 and mirena. Concurrent conditions included thyroid disorder since 2006, graves' disease, gestational diabetes and post-traumatic stress disorder. Concomitant products included estradiol (estrogen) since january 2017, ibuprofen since 2010, levonorgestrel (mirena) since 2011 to april 2015 and levothyroxine sodium (levothyroxin) since 2006. In april 2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("lower back pain"), dysmenorrhoea ("painful menstruation /dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain") and endometriosis ("endometriosis"). In october 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), post procedural discomfort ("post procedural discomfort"), hot flush ("hot flashes"), burning sensation ("burning sensation"), premature menopause ("early menopause"), fibromyalgia ("fibromyalgia"), anxiety ("anxious"), depression ("depressed"), night sweats ("night sweats") and menopausal symptoms ("premenopausal symptoms") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, embedded device, uterine perforation, genital haemorrhage, vaginal discharge, post procedural discomfort, hot flush, burning sensation, premature menopause, fibromyalgia, anxiety, depression, mood swings, migraine, headache, nausea, fatigue, endometriosis, night sweats, menopausal symptoms and smear cervix abnormal outcome was unknown, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, alopecia and arthralgia was resolving and the vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, post procedural discomfort, premature menopause, smear cervix abnormal, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for all the symptoms. Discrepancy of insertion dates (B)(6) 2015 and apr2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: mr received. Reporter information added. Implant and explant date added. Event : uterine perforation added. Repeated event of endometriosis was deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure devices /migration of essure device location of device: uterus'), device breakage ('left a piece of my iud in me'), embedded device ('left a piece of my iud in me and its now stuck in my uterus/ essure coils penetrating the uterine wall pe') and uterine perforation ('essure coils penetrating the uterine wall pe') in an adult female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2017, gestational diabetes, twin pregnancy and menometrorrhagia. Previously administered products included for an unreported indication: calcium in 2010, zinc in 2010, vitamin d in 2010 and mirena. Concurrent conditions included thyroid disorder since 2006, graves' disease, gestational diabetes and post-traumatic stress disorder. Concomitant products included estradiol (estrogen) since (B)(6) 2017, ibuprofen since 2010, levonorgestrel (mirena) since 2011 to (B)(6) 2015 and levothyroxine sodium (levothyroxin) since 2006. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), back pain ("lower back pain"), dysmenorrhoea ("painful menstruation /dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain") and endometriosis ("endometriosis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("abdominal pain"), post procedural discomfort ("post procedural discomfort"), hot flush ("hot flashes"), burning sensation ("burning sensation"), premature menopause ("early menopause"), fibromyalgia ("fibromyalgia"), anxiety ("anxious"), depression ("depressed"), night sweats ("night sweats") and menopausal symptoms ("premenopausal symptoms") and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, embedded device, uterine perforation, genital haemorrhage, vaginal discharge, post procedural discomfort, hot flush, burning sensation, premature menopause, fibromyalgia, anxiety, depression, mood swings, migraine, headache, nausea, fatigue, endometriosis, night sweats, menopausal symptoms and smear cervix abnormal outcome was unknown, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, alopecia and arthralgia was resolving and the vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, burning sensation, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, post procedural discomfort, premature menopause, smear cervix abnormal, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for all the symptoms. Discrepancy of insertion dates-(B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), hot flush ("hot flashes"), burning sensation ("burning sensation"), premature menopause ("early menopause"), fibromyalgia ("fibromyalgia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent a surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, hot flush, burning sensation, premature menopause, fibromyalgia, anxiety and depression outcome was unknown. The reporter considered anxiety, burning sensation, depression, device dislocation, dysmenorrhoea, fibromyalgia, hot flush and premature menopause to be related to essure. The reporter commented: she sought treatment on multiple occasions for all the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.